Manufacturer narrative:
The device is not returning to zoll and the customer was informed that this device is retired and not on the FDA-approved AED list.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.